Manufacturer narrative:
Literature citation : okamoto, shunpei. "Balloon kyphoplasty for osteoporotic vertebral fracture with cleft". 1407-03; 2014 aug 14. Mean age at surgery of 75.4 years (range, 55 to 89). 13 men and 44 women. (B)(4).

Event description:
It was reported in an abstract that a group of 57 patients (58 vertebrae) without neurological symptoms underwent a balloon kyphoplasty procedure (bkp) for the study. The patients were composed of 13 men (13 vertebrae) and 44 women (45 vertebrae) with the mean age at surgery of 75.4 years (range, 55 to 89). The mean length of hospital stay was 5.3 days. The postoperative follow-up period was 64.5 weeks. The treated levels were th10 (n=2, 3.4%), th11 (n=5, 8.6%), th12 (n=16, 27.6%), l1 (n=15, 25.9%), l2 (n=13, 22.4%), l3 (n=6, 10.3%), and l5 (n=1, 1.7%). The patients were assigned to the cleft (-) group (21 vertebrae) and the cleft (+) group (37 vertebrae), and comparatively examined (scheffe¿s test, p<(><<)>0.05). Cleft was defined as a clear translucent area on x or CT-image showing an air-like bone in the vertebral body. According to the abstract, subsequent fracture developed 2 to 16 (mean 10.5) weeks after bkp. "Of the 6 cases of subsequent fracture, 1 and 5 were treated with bkp and conservative therapy, respectively. No patients underwent spinal reconstruction after bkp".